Event description:
With no prior alarms at all, the baxter pump failed. Pump was plugged in. Rn to bedside immediately and IV pump read: "pump failure." The pump was making an extremely loud alarm. Patient was on sedative drip with a short half life, so even after patient was given a bolus of sedation, patient became extremely agitated, sat up in bed, and pulled peripheral IV out. Additional rn's to bedside to try to hold patient down until sedation became effective. After jerking motions, patient's chest tube began to bleed more out of the tube and around the site. Md to bedside to evaluate. Repeat labs and portable chest x-ray were required. One unit of blood was transfused to cover for the bleeding.